Event description:
A facility representative reported after a 13.2mm vticmo implantable collamer lens (icl) implantation into the patient's eye, on day 1 tass was suspected. Msi injector system was used for lens implantation. Diagnostic cultures were not performed. Increased frequency of steroid drop medication was prescribed. At day 6 ucva of 20/20, iop 16mmhg were reported and the problem was resolved. "The inflammatory reflective substances of the anterior chamber of the patient`s eye are basically absorbed." The lens remains implanted. The cause of event was not reported.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. A review of the device labeling was completed. Iritis is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Warning: (5) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also led to tass. An exact cause could not be determined as the lens remains implanted. Given the early onset of inflammation after implantation, the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).